Event description:
It was reported the pt experienced pain/soreness at the ipg site. It was also reported the pt's ipg is superficial. The pt's ipg was located in the pt's right flank. It was also reported the pt's pain/soreness was not persistent. Subsequently, the pt underwent surgical intervention where his ipg was removed. The actual date of the intervention is unk at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information was identified after a medical chart review was done. It was reported the patient stated he experienced low back pain for approximately 4 years. The patient also reported he experienced pain which was worse with sitting. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 where his entire scs system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.